Manufacturer narrative:
The power management (pm) pcba was tested and no failures were identified.

Manufacturer narrative:
The customer reported the device was repaired, there were no details provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient circuit occluded alarm. Blower not running. No patient involvement reported.